Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to the wiring harnesses not fully seated. During evaluation, it was found that the screen connector was disconnected. Screen connection was reconnected. Ctu calibration, all tests performed. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had black screen and was not switching on. Per follow up information received via email on 14sep2023, the device has sent to bd-approved facility. Not yet started to repair.

Event description:
It was reported that the arctic sun device had black screen and was not switching on. Per follow up information received via email on 14sep2023, the device has sent to bd-approved facility. Not yet started to repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to the wiring harnesses not fully seated. During evaluation, it was found that the screen connector was disconnected. Screen connection was reconnected. Ctu calibration, all tests performed. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.